Event description:
It was reported that, during photoselective vaporization of the prostate procedure for the treatment of benign prostatic hyperplasia (bph), the fiber began forward firing. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.

Manufacturer narrative:
The fiber was not returned for analysis and only the fiber card was returned. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the card data indicated that the fiber was recognized and used. The IFU instructs: do not bend the fiber at sharp angles. Damage may occur to the fiber. The initial reported allegation of fiber began forward firing was not able to be confirmed. Based on the information available, the investigation was assigned the conclusion code of cause not established.

Event description:
It was reported that, during photoselective vaporization of the prostate procedure for the treatment of bph, the fiber began forward firing. The fiber was replaced, and the procedure was completed using another of same model with no patient complications.